Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿. The root cause could not be determined. Probable causes include improper handling of the device. It was discovered during the evaluation that the glue on the distal end was peeling which is indicative of external force being applied. Additionally, investigators also noted that the device was manufactured in august of 2018 and its possible that aging deterioration of the device could have contributed to this event. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. Upon reviewing the received device, olympus confirmed the user report of leakage from the elevator inlet as the inlet itself was loose. Additionally, the glue was peeling on the forceps' cover, there was a crack noted in the distal sheath, and the camera's sw function #1 was not working due to corrosion. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, the evis exera ii ultrasound gastrovideoscope failed a leak test during reprocessing. There was no patient involvement during this event.